Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high capture threshold and low pacing impedance. No intervention was performed. The patient was stable.

Event description:
New information received notes that patient's right ventricular lead exhibited noise. Patient death was reported with no allegations that it was caused or contributed to by abbott devices. The cause of death was unknown.